Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain ("severe abdominal pain"), infection ("infections"), migraine ("migraines"), rash ("abnormal rashes / skin rash"), anxiety ("anxious"), depression ("depressed") and urticaria ("hives"). The patient was treated with surgery (surgery to remove the essure implant.). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, infection, migraine, rash, anxiety, depression and urticaria outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, infection, menorrhagia, migraine, pelvic pain, rash and urticaria to be related to essure. The reporter commented: patient sought treatment on multiple occasions for severe menstrual pain, heavy bleeding, prolonged menses, severe abdominal and pelvic pain, infections, migraines, and abnormal rashes, among other symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged menses"), urticaria ("chronic hives"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pollakiuria ("frequent urination") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), abdominal pain ("severe abdominal pain"), infection ("infections"), migraine ("migraines"), rash ("abnormal rashes / skin rash"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, infection, migraine, rash, anxiety, depression, urticaria, vaginal haemorrhage, pollakiuria and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, infection, menorrhagia, migraine, pelvic pain, pollakiuria, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for severe menstrual pain, heavy bleeding, prolonged menses, severe abdominal and pelvic pain, infections, migraines, and abnormal rashes, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Most recent follow-up information incorporated above includes: on 29-aug-2018: pfs received- new event abnormal bleeding (vaginal), frequent urination, weight gain, she did not undergo essure confirmation test, new reporter, patient information were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and autoimmune disorder ('autoimmune diagnosed') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included headache, chest pain, neck pain, ataxia, vomiting, seizure, anxiety and para-umbilical hernia. Concurrent conditions included overweight, vaginal itching, vaginal discharge, yeast infection and eczema. Concomitant products included escitalopram from 2016 to 2017, lorazepam since 2016 and topiramate (topamax). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged menses"), urticaria chronic ("chronic hives"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pollakiuria ("frequent urination") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), abdominal pain ("severe abdominal pain"), infection ("infections"), migraine ("migraines"), rash ("abnormal rashes / skin rash"), anxiety ("anxious"), depression ("depressed") and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, infection, migraine, rash, anxiety, depression, urticaria chronic, vaginal haemorrhage, pollakiuria, weight increased and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, dysmenorrhoea, genital haemorrhage, infection, menorrhagia, migraine, pelvic pain, pollakiuria, rash, urticaria chronic, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for severe menstrual pain, heavy bleeding, prolonged menses, severe abdominal and pelvic pain, infections, migraines, and abnormal rashes, among other symptoms. She received treatment for pain pelvic/abdominal, general abnormal bleeding, migraine, infections, hives, rashes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received: event autoimmune diagnosed added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and autoimmune disorder ('autoimmune diagnosed') in a 34-year-old female patient who had essure (batch no. A14900) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included headache, chest pain, neck pain, ataxia, vomiting, seizure, anxiety and para-umbilical hernia. Concurrent conditions included overweight, vaginal itching, vaginal discharge, yeast infection and eczema. Concomitant products included escitalopram from 2016 to 2017, lorazepam since 2016 and topiramate (topamax). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged menses"), urticaria chronic ("chronic hives"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pollakiuria ("frequent urination") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), abdominal pain ("severe abdominal pain"), infection ("infections"), migraine ("migraines"), rash ("abnormal rashes / skin rash"), anxiety ("anxious"), depression ("depressed") and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, infection, migraine, rash, anxiety, depression, urticaria chronic, vaginal haemorrhage, pollakiuria, weight increased and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, dysmenorrhoea, genital haemorrhage, infection, menorrhagia, migraine, pelvic pain, pollakiuria, rash, urticaria chronic, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for severe menstrual pain, heavy bleeding, prolonged menses, severe abdominal and pelvic pain, infections, migraines, and abnormal rashes, among other symptoms. She received treatment for pain pelvic/abdominal, general abnormal bleeding, migraine, infections, hives, rashes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Most recent follow-up information incorporated above includes: on 2-dec-2020: medical records received. Lot number added. Reporter information added. Event genital haemorrhage seriousness criteria updated as non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and autoimmune disorder ('autoimmune diagnosed') in a 34-year-old female patient who had essure (batch no. A14900) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included headache, chest pain, neck pain, ataxia, vomiting, seizure, anxiety and para-umbilical hernia. Concurrent conditions included overweight, vaginal itching, vaginal discharge, yeast infection and eczema. Concomitant products included escitalopram from 2016 to 2017, lorazepam since 2016 and topiramate (topamax). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged menses"), urticaria chronic ("chronic hives"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pollakiuria ("frequent urination") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), abdominal pain ("severe abdominal pain"), infection ("infections"), migraine ("migraines"), rash ("abnormal rashes / skin rash"), anxiety ("anxious"), depression ("depressed") and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, infection, migraine, rash, anxiety, depression, urticaria chronic, vaginal haemorrhage, pollakiuria, weight increased and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, dysmenorrhoea, genital haemorrhage, infection, menorrhagia, migraine, pelvic pain, pollakiuria, rash, urticaria chronic, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for severe menstrual pain, heavy bleeding, prolonged menses, severe abdominal and pelvic pain, infections, migraines, and abnormal rashes, among other symptoms. She received treatment for pain pelvic/abdominal, general abnormal bleeding, migraine, infections, hives, rashes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.